Event description:
It was reported that during a rotator cuff repair procedure it was observed that the expressew iii ac+ gun was unsuccessful in retrieving the suture after it was passed through the tissue. The suture would slide out of the auto-capture plate as it was removed from the working area. The event occurred in the middle of the procedure, causing a 10-minute delay. Another like device was used to complete the procedure. There were no adverse consequences to the patient. During in-house engineering evaluation it was determined that the upper jaw of the device was slightly bent. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection and functional testing of the returned device. Visual inspection found that expressew iii ac+ gun had wear marks as usual in this type of reusables devices. The upper jaw was slightly bent. A functional test was performed for the closing mechanism, upon releasing the locking mechanism on the trigger, the mechanism got jammed and couldn¿t be released, the device was unable to remain closed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU) for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the expressew iii ac+ gun would contribute to the complained device issue.¿ based on the investigation findings, the potential cause is traced to end of life. According to the date of manufacturing, the device is 2 years old. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.